Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board memory was reset and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message. No pt injury was reported.